Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware defect. Relevant root cause investigation was performed on expert discussions considering complaint description, system history and log files. In case of using the tube intensively, a multi-stage detection and warning mechanism is activated to avoid malfunction of the system. The system displays the message "tube hot, have a break" for the user. If the user continues x-ray imaging the oil pressure may increase until the limit where a hw switch is activated and disables x-ray imaging. The system displays the message "no xray, tube too hot". Log file analyses shows that between the message "tube hot, have a break was shown" there was 53 minutes time before the message "no x-ray tube too hot" appeared. There was enough time between the two messages to react appropriately during examination. The defective part was not returned for detailed analyses. The problem was resolved by exchange of relay k2. This leads to the assumption that most probably the cause was an internal hardware defect inside the relay k2. After exchange of relay k2 the system works as expected. This kind of failure has a rare occurrence. No corrective actions are planned based on this nonsystematic event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that x-ray was not possible and a "tube hot" error message was received. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.